Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A high venous pressure alarm occurred at the end of a routine hemodialysis treatment. Rinseback was not performed due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The alarm and reported blood loss is attributed to clotting of the extracorporeal blood circuit. Facility staff confirmed that the pt has a history of clotting. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as our center instructs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.